Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% in-stent restenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Following predilation, a 28 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the promus premier¿ stent came into contact with the edge of the previously implanted stent and was unable to cross the lesion after four to five attempts. The promus premier¿ stent was removed from the patient and the distal part of the stent was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.